Event description:
It was reported that during a routine generator change, an alarm was triggered for the right ventricular (rv) lead due to decreased lead impedance. The rv lead was removed from the device and measured through the analyzer, which was confirmed to have stable measurements. Though lead failure was suspected, it was determined to reprogram the rv lead to unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076-52 implantable pacing lead implanted: 2008 (B)(6); product ID 419488 implantable pacing lead. (B)(4).